Manufacturer narrative:
It was noted that the device is not available for evaluation because it was returned to the patient. It was noted that there is no additional information available per the hospital's policy. Should additional information become available, it will be provided in the supplemental report.

Event description:
Patient presented with dislocated mdm so the doctor removed and proceeded to x3 liner. No other information per hospital protocol.

Manufacturer narrative:
An event regarding dislocation involving a mdm liner and a restoration adm liner was reported. The event was not confirmed. The device was not returned for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient presented with dislocated mdm so the doctor removed and proceeded to x3 liner. No other information per hospital protocol.